Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an durom us acetabular component 54/48 n on (B)(6) 2008 and experienced "numerous physical injuries". It was reported, that patient experienced increasing right hip and groin pain in (B)(6) 2014. On (B)(6) 2014, patient was told by a doctor that he was a candidate for revision surgery. Revision has not yet taken place. Patient continues to monitor his condition with his orthopaedic surgeon.